Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the error fault and reproduced the issue identifying a defective usm 3. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi received the replaced usm; however, failure analysis has not been completed. The information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the user observed error code 23118 on universal side manipulator (usm) 3. The customer received phone assistance from the technical support engineer (tse). Upon verification, user confirmed that usm 3 was lit amber at the time of the issue. The system was inspected prior to use and initialized without error. Review of the site¿s system logs confirmed the occurrence of error code 23118. Troubleshooting was performed through a hard system power cycle; however, the issue persisted. The user was instructed to disable usm 3. Once this was completed, error fault cleared, and no further issue was observed. The user continued with the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system was inspected prior to use and all usm arms initially were functional. The procedure was completed using the remaining 3 usms.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. During failure analysis of the usm, the reported error fault was reproduced. The yaw/pitch housing flat flex cable was found faulty and was replaced. Following this, the usm arm was tested, and it operated with no further issue and was restored to specification. The complaint was confirmed based on failure analysis.